Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-18514. Ref MFR report: 1627487-2013-18516. It was reported the pt's ipg was unable to communicate with external devices. Surgical intervention was undertaken and during the procedure, the pt's lead was found to be not functioning properly. The physician explanted the lead and while doing so, a cerebrospinal fluid (csf) leak occurred. The pt's entire scs system was subsequently explanted. The pt was asymptomatic postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.